Manufacturer narrative:
At this time, the hospital maintains possession of the product. The product has not been returned. If the product is returned, analysis will be performed and this report would be updated at that time.

Event description:
Boston scientific received information that this pacemaker declared end of life (eol) sooner than expected. Boston scientific technical services (ts) noted this is not expected behavior and recommended urgent replacement. No adverse patient effects were reported. The device was explanted and replaced.